Event description:
It was reported that the patient got service code 323 on the handset on tuesday, the error returned again today. Patient is on dtm programming with base at 2ma in group b and other programs at 1.5 ma. And group a at 1.7 ma for based program and 1.6 for other programs. Rep wasn't sure if patient had switched groups or if patient was using group b. Impedance were around 800-1000 ohms per history. Rep to see patient nov. 11th to run impedance check on the system. Later, the manufacturer representative (rep) reported that patient just selected ok then it took them to the therapy screen and she was able to turn the stimulation back on. Rep spoke with the patient again after and asked them to switch it to group a. Patient has been on group b patient to be seen on 11/11. Additional information was received from a manufacturer representative (rep). It was reported that technical services (tss) spoke with the rep today with the patient in clinic. The patient has been using group b since implant and pt saw a message 323 with that group, as well as group a. The patient typically noticed the error message because they felt a return of pain and when they checked their system with handset, they saw the error message and noticed their stimulation was off. The patient using dtm programming - group a using electrodes 1, 3 and 5, and 7 with intensity of 1.9 on both and group b using 2 and 4 on both base & prime with 2.5 and 1.8 for intensity; pw and rate using typical dtm settings. Impedances for 1/3 = 1100 with all other pairs with 1 between 946-1380; 2/4 imped = 1090 with other pairs with 2 are between 953 and 1370; 5/7 imped = 991 with other pairs with 5 ranging from 820 to 1336 ohms. The patient has not had any procedures (cardiac or otherwise) since implant in early oct. Estimated recharge calculator with group b is 4 days. The patient has continued to see error 323 on their handset, the last time being yesterday. There were no errors on tablet today when working with the ins. Tss had caller create a file and will ask them to send in both.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.